Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated they were attempting to connect to the ins prior to case and were getting a system error (B)(6) when attempting to connect and tapping restart was giving them the same error. Tss walked caller through attempting to connect again and they received validation error 00 01 00 bb but was able to proceed and start usage again without issue. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the rep. Rep reports they didn't have time to take a picture of the code. Rep reports they are using the most up to date version of the clinician application. Rep reiterates they were able to read the ins with the tablet after calling tech services. Rep reports this issue seems to be caused by poor design of this app as they have not had problems with other apps from the manufacturer. Rep reports trying many times to reboot their tablet and read the ins before the case before they called tech support. Rep reports they are actively working to retrieve the logs. Additional information was received from manufacturer representative (rep). Rep reports the logs will not be obtained as they were told this is a known issue and to slow down when touching the screen and it should help solve the problem. Additional information was received from technical services (tss). Tss updating note to include that validation error message provided option to exit workflow or continue. Caller pressed continue and entered the session. They were then able press start usage, press ok and it took the back to start usage screen but then gave option to implant device.